Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. The reporter contacted animas, alleging that the display screen was blank. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/02/2017 with the following findings: the pump was powered on and the display was found to be blank. The pump was opened and moisture damage was observed on the printed circuit board. The pump casing was observed to be cracked near the top right corner of the display. The blank display complaint was determined to be caused by moisture damage.